Event description:
The green cap covering the sample port was missing on the flow inflating bag. The caps are cracked on a manufactured seam and falling off of the bag. This has occurred with about 15 bags.device #1is this a laboratory device or laboratory test?no.